Event description:
It was reported to boston scientific corp in 2008, that a low profile balloon was used during a peg procedure in 2008. According to the complainant, the balloon ruptured. The procedure was completed with another of the same device. No pt complication were reported as a result of this event.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the date of manufacture cannot be determined. Although, the complainant has indicated that the suspect device will be returned for eval, it has not been received. A device eval has not been performed; the cause of the reported malfunction is undetermined.